Manufacturer narrative:
The over-tube was requested for evaluation; however it was discarded by the customer. The customer indicated that this is the first incident like this at the facility. Review of manufacture records did not reveal any abnormalities. If any additional relevant information is provided, a supplemental report will be submitted.

Event description:
On (B)(6) 2020 fujifilm medical systems USA (fmsu) was informed that during a double balloon endoscopy (dbe) procedure for anemia, a black piece of rubber was found in the patient's stomach; fmsu notified fujifilm corporation of the event on (B)(6) 2020. The material appeared to be the black seal on the ts-13140 (over-tube) which holds the balloon onto the over-tube. Upon further investigation, the customer clarified that the seal was found in the small intestine not the stomach as initially indicated; according to the nurse the band may have fallen off while the scope was entering the small intestine at the beginning of the procedure. The material was successfully removed from the patient with forceps. Upon removal of the scope from the patient the technician and nurse inspected the black seal and noticed that it seemed very soft and easy to peel off. There were no issues with the en-580t scope therefore it was never taken out of use. The procedure was completed with no adverse effects to the patient. The patient was discharged one hour after the procedure with no additional concerns. There was no serious injury or death associated with this event. This report is being submitted in abundance of caution.